Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for one day post-operative check with the right ventricular lead exhibiting intermittent capture at high outputs. The physician suspected micro-dislodgement. The lead was successfully repositioned on (B)(6) 2020 without further incidence. The patient was discharged in stable condition.